Manufacturer narrative:
Exemption number e2017020. (B)(4). Siemens is conducting a thorough investigation of the reported events. The logfiles applicable to this event arrived within the last couple of days, so siemens is reviewing this data searching to find a root cause. Investigation is on-going and a supplemental report will be submitted when completed should further information become available.

Event description:
It was reported to siemens that while the system operator was in the back of the gantry of the somatom sensation 64 system, the system came on by itself, and started scanning. No information is available regarding mistreatment or injury to the system operator. It was reported that no patient was present at the time of the event. A new power supply is on order for the system. This event occurred in the united states.

Manufacturer narrative:
Siemens conducted a complete investigation of the device tube history logfiles and the safelogs, and the logs were analyzed after the alleged aro event. The results of the investigation showed that there was no undesirable radiation found in the logbook. The message, "start -button pressed" was always present before scans began. Consequently, no device malfunction has been determined, and the CT system works as specified. Resubmission of initial report due to report code error.